Event description:
The device was used during a low anterior resection procedure. Reportedly, the anastomosis was not complete. The surgeon resected the anastomosis site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.